Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 68mg/dl, 302mg/dl, 278mg/dl. Tests were done within <10 minutes with a difference of 64%. Pt did not experience any adverse events. No further info has been reported.